Manufacturer narrative:
The ics (infinity central station) dvd drive and sata cable were requested for root cause analysis, however were not available. Images of the cited burned materials were received showing burn signatures on the dvd drive. This was consistent with a previously identified issue involving the sata cable and dvd drive, in which overheating would occur due to a design issue. The supplier indicated the contact force was inadequate to form a reliable connection between the sata power cable and the dvd drive. Over time the mechanical interface is warmed up, due to the power going through the interface. The warming will slowly degrade the plastic in the cable housing eventually creating a conductive path between the power and ground on the sata interface. Once the conductive path is established, more heat is generated eventually resulting in the failure that was observed. The supplier has since modified the cable to address this issue with all ics models after september 2011. The cited sata cable in this complaint was made prior to this change. The risk of fire is minimized where our device meets iec 60950-1. The risk of ignition and the spread of flame, both within the equipment and to the outside is reduced by the appropriate use of flame retardant materials and components and by suitable construction.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that a user noticed a burning odor and smoke coming from the ics cpu. A drager service technician was dispatched. The technician reported that when the cpu was powered up, smoke and flames were observed coming from the hard drive bay area. The technician powered down the device and there were no injuries reported.